Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) and chloride (cl) results generated by the unicel dxc 600 pro synchron clinical systems. The results were reported out of the lab and were questioned by the physician. The original samples were retested on a different instrument and results were amended. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc samples are run twice a day. Prior to the event, qc results were within the lab's established ranges. Service engineer (fse) was dispatched: the fse cleaned the electrolyte injection cup (eic) and the flow cell. The fse inspected valves and replaced parts. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.